Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported the lead displayed t wave over-sensing., short v-v, and non-sustained ventricular tachycardia. Re-programming was performed in a clinic setting. Re-programming did not correct the problem and suggestions were made. The lead remains in use and no patient complications have been reported as a result of this event.